Event description:
Adverse event(s): "soft eye" intraocular pressure, delayed, uncontrolled); "bubbles in eye" (no code available). Product problem(s): "no flow" (air leak). The customer reported "no air coming from the line" as a result, the patient had a soft eye with bubbles. Add'l f/u info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4).